Manufacturer narrative:
Investigation summary: it was reported a needle would not release insulin. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came connected to a 3ml syringe and has the plastic shield. A visual inspection was performed and no damages or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial/cartridge the needle became clogged with the stopper material. A device history record review was completed for provided material number 305110, lot number 9058969. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a needle 26x3/8 ib was clogged during use. The following was reported by the initial reporter: "spoke to the customer who stated that it was not the syringe that had issues, it was the needle and he provided material and lot # for the needle. Caller reported a needle which would not release insulin, would take in insulin only."